Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to complete functional testing, including occlusion, prime, or excessive no delivery alarm test due to the alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for a diabetic ketoacidosis on (B)(6) 2015 at 5 pm with a high blood glucose level of 300 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer felt dehydrated. The customer stated that the drive support cap was falling off. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.